Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on the charged coupler device unit. Additional findings were due to wear of angle wire, bending angle in up direction did not meet the standard value. The following device components were found to be scratched: control unit, scope cover, grip, up/down plate, angulation lever, switch box, insertion tube rotation ring, universal cord, suction connector, and scope connector cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a poor image, and the screen sometimes disappears. The event occurred during inspection for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the poor image was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2. Confirm that light is output from the distal end of the endoscope. (See figure 3.23) 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8. Align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device.